Event description:
The physician reported a drug reservoir volume discrepancy during a routine refill visit. The expected volume was 0.0ml, but 11.4ml was aspirated. A catheter access port (cap) procedure was performed and indicated that the catheter was patent and in the correct location. It was reported that the discrepancy issue has been observed with this patient in each of the past three refills but was only reported to flowonix on (B)(4) 2014.

Manufacturer narrative:
The pump remains implanted in the patient. Internal complaint number: complaint- (B)(4).